Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited severe stenosis approx 3.67 months post implant. The valve was explanted and replaced without reported complication.

Manufacturer narrative:
Analysis: the product was rec'd in an explant kit in a clear solution, 0.2% glutaraldehyde. All leaflets are very still due to thrombotic appearing host material on the outflow. Glistening off white pannus lines the sewing ring along the inflow margin of attachment adjacent to the non-coronary and left cusps extending 1 to 1.5 mm onto both cusps. Tan thrombotic appearing host material fills and stiffens all cusps on the outflow. Radiography shows remnants of mineralization in the host tissue on the sewing ring adjacent to the left right and right non-coronary inferior coaptive areas. Conclusion: the gross analysis shows that the stenosis was due to thrombus in the outflow of all leaflets. Device explanted and replaced without reported pt complication.